Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device - (patient lesion morphology - 80% stenosis). Inherent risk of procedure (stent deformation). Deformation problem. Conclusion results: inherent risk of procedure - (stent deformation). Device failure related to patient condition (patient lesion morphology - 80% stenosis). (B)(6).

Event description:
It was reported that the physician was attempting to treat a lesion in the middle of lad with 80% stenosis. During the surgery, the device failed to cross the lesion. The physician changed to a new device to complete the surgery. No patient injury occurred and no clinical sequelae were reported. When the device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. Evaluation summary: no resistance was felt during initial mandrel movement. There were multiple bends in the hypotube. The distal tip was flared . There was slight misalignment of struts between the 9th and 10th, and the 16th and 17th proximal stent segments. Multiple struts from the 4th distal stent segment were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).